Event description:
It was reported that the arctic sun device would not fill. There was no suction from left port and failed circulation pump. Stated that the device was due for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit needed to be primed to fill during decon due to a weak circulation pump. Serviced the circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not fill. There was no suction from left port and failed circulation pump. Stated that the device was due for 2000-hour service. Per follow up via phone on 12jan2024, no patient involvement.